Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the insulin pump had forced compromised sensor alarm while doing fill tubing. Customer stated that insulin pump was dropped prior to the alarm. The drive support cap was normal. No harm was required during medical intervention. The insulin pump will be returned for analysis.